Event description:
A healthcare professional from a clinical study reported the neurostimulator site was red, swollen and warm to the touch. Examination was done on (B)(6) 2016. There was a pocket infection. The patient was admitted to the hospital for intravenous antibiotics on (B)(6) 2016. The outcome was ongoing. This was possibly related to the device or therapy and implant procedure; incisional site/device tract, neurostimulator pocket. The patient's indication for use is essential tremor and movement disorders.

Manufacturer narrative:
The event date has been updated. Information references: the main component of the system and other applicable components are: product ID: 3387s-40, lot# va10mhv, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0y0ub, implanted: (B)(6) 2015, product type: lead. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via a healthcare professional from a clinical study reported the neurostimulator was explanted/not replaced. The extension was abandoned/capped. The outcome was noted as resolved without sequelae on the day of explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) of a clinical study indicated the lead was abandoned/capped.